Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with a maverick2 shelf box. The batch number on the packaging and the device matched the reported batch. The catheter was visually and tactilely inspected. There was blood and contrast in the inflation lumen. There were multiple hypotube kinks and the hypotube was broken 75cm from the strain relief. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The physician planned to perform kissing balloon procedure. Following the insertion of a 6f non-bsc guiding catheter, a 3.00mm x 15mm maverick 2 balloon catheter was selected for use with another unspecified size maverick balloon catheter. Upon advancing the device towards the lesion, the balloon catheter was kinked and the physician noticed that the complaint device was broken about 20 cm from the hub. The device was retrieved intact in two parts and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. The physician planned to perform kissing balloon procedure. Following the insertion of a 6f non-bsc guiding catheter, a 3.00mm x 15mm maverick² balloon catheter was selected for use with another unspecified size maverick balloon catheter. Upon advancing the device towards the lesion, the balloon catheter was kinked and the physician noticed that the complaint device was broken about 20 cm from the hub. The device was retrieved intact in two parts and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.